Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device exhibited an increase in the rv impedance and body fluids where noted in all header channels. The lead was explanted and replaced. The patient was in good condition after the procedure.